Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. A secondary issue was noted, the meter was found to have dried blood under spc pin 1, pin 2, and pin 3. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (10/03/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was displaying an error 2 message. The medical surveillance specialist (mss) spoke with the patient's daughter on (B)(6) 2011 and obtained the following information: the patient tests three times a day and manages his diabetes with humulin 70/30 twice a day (before breakfast and before dinner). According to the patient's daughter, the patient usually administers between 20-24 units of insulin. The patient's daughter alleged that the issue began the second week of (B)(6) 2011 (date/time not known). Following the alleged issue, the patient reportedly continued with his diabetes regimen, however, the patient's daughter specified he was only administering a low dose of 20 units. According to the patient's daughter, 24 hours after the alleged issue began, the patient reportedly developed symptoms of low blood glucose (specifying the patient was confused, delirious, and shaky). The patient's daughter indicated she contacted the emergency medical services (ems); it is not known if the patient attempted to test his blood glucose with the subject meter and it is not known if the patient attempted to administer self-treatment. The patient reportedly obtained a blood glucose result of "27mg/dl" with the ems's meter and was soon after transported to the emergency room (ER). While in the ER the patient was reportedly administered glucose (by IV) and was hospitalized for a day and a half. According to the patient's daughter, prior to being discharged, the patient obtained a blood glucose result between "180-200mg/dl" with the hospital's meter. During troubleshooting, the customer service representative (csr) confirmed the patient was using the proper testing technique and he was using the correct test strips. The csr guided the patient's daughter through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient reportedly was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.